Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting loss of capture in the right ventricular (rv) lead with high capture thresholds and a slight increase in impedance that was still within range. A syncopal episode was suspected. The patient is not pacing dependent. The patient will continue to be monitored. This ICD system remains in service. No additional adverse patient effects were reported.